Manufacturer narrative:
D10: 02-010-01-0330 - logic femoral ps cem right sz 3. 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. 200-02-38 - three peg patella 38mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a patient who had a right tka was seen. Polywear on the medial aspect was noted with no evidence of osteolysis. The study indicated the event was definitely related to the device and the procedure. The patient is to be seen in 12 months and to contact the surgeon in the event any further problems develop. Outcome is continuing at this time. No further information.